Event description:
This is filed to report the leak observed in the steerable guiding catheter (sgc), and required air aspiration, which is considered medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr was reduced to 1. On (B)(6) 2015, the second mitraclip procedure was performed to treat recurrent mr with a grade of 4, due to progression of disease. The initial clips were confirmed to be securely attached to the leaflets. The first clip delivery system (cds 41106u1/52) was advanced to the mitral valve leaflets and the clip was implanted successfully. The mr was reduced to 2-3. The second clip delivery system (cds 41106u1/50) was advanced and the clip was implanted. The mr was reduced to 1-2. After removal of the cds, air was observed in the steerable guiding catheter (sgc) hemostasis valve and air aspiration was performed. The physician stated that it is possible that the sgc hemostasis valve got partially damaged during cds removal of the first cds. The sgc was replaced and the procedure was completed successfully. Two clips were implanted and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records, complaint history and the analysis of the returned product were reviewed. During analysis of the steerable guiding catheter (sgc), the hemostasis valve held column with no visible leaks or air bubbles present. This test was performed 3 times without issue. The reported leak/air in the valve was not confirmed via returned device analysis. The cap of the hemostasis valve was also cut off to inspect the silicone valve. There was no damage or tears identified in the valve. Potential causes for leaks can include, but are not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation and loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). With respect to the patient condition, procedural conditions and/or user technique, leaks may be influenced by the steps utilized at the account during device preparation, such as not fully de-airing the guide shaft during guide preparation, loose connections between the luer port and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or the guide coming into contact with the atrial wall, resulting in a vacuum effect. The analysis was unable to confirm any leaks in the device and there was no damage observed to the hemostasis valve; however, since it was reported that air was visible in the valve after removal of the first clip delivery system (cds), it is likely that the user technique during removal of the device after the clip was deployed contributed to the reported leak. Based on the information reviewed, the reported leak appears to be related to procedural conditions/user technique and not a product quality deficiency. A review of the device history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, clip delivery system (41106u1/50, 41106u1/52). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.